Manufacturer narrative:
It was reported that ''brace will not engage (lock) into preset positions (red button); just out of the bag, bag was discarded. One day of use''. The brace has not been returned for evaluation. The root cause of the complaint is damaged component based on other devices that have been evaluated. The devices lock button failed during manufacturer testing confirmed to be the same malfunction found in report number 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
It was reported that ''brace will not engage (lock) into preset positions (red button); just out of the bag, bag was discarded. One day of use''.